Manufacturer narrative:
A philips field service engineer (fse) was dispatched. The fse tested the software, the speaker, the remote sender and receiver, checked windows settings, and re- ran through system setup. The fse ruled out a cabling issue with cable tester and confirmed that sound card was not seated in pc. The fse reinstalled the sound card and adjusted the settings. The device was operational after repairs were completed.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that there was no audio at the central station. The device was in clinical use on a patient at the time of the event. No adverse event was reported.